Event description:
Patient 1 initial calcium result of 12.6mg/dl. Same sample repeated recovered 9.2 mg/dl. Patient 2 initial calcium result of 12.6 mg/dl, same sample repeated recovered 9.0 mg/dl. The initial results were reported on one patient, information on which patient result was reported was not provided. The patient was not treated based on the calcium result. The field service representative was unable to determine cause. Performance check tests were performed and within specification.